Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with naked eye noted a damaged dark blue female connector. Functional testing, including leak testing, clear passage testing and clamp function testing was performed; leak testing failed due to the damage of the threads to the female connector. The reported condition was verified. The cause of the event could occur during the manufacturing assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set had a connection issue; further described as "the transfer set could not be connected to the minicap". This was identified as soon as the transfer set was put into use for peritoneal dialysis therapy. There was no allegation against the minicap as another minicap was obtained and the issue still occurred so the customer stated they did not think there was an issue with the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.